Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 5 with a drain volume of 16ml and a last fill volume of 1900ml. Per the initial report, the home patient (hp) had a low drain volume alarm. The caregiver (cg) stated the patient line was full of air bubbles. The technical service representative (tsr) then assisted the cg to cycle power off/on and end therapy and drained out with a manual bag. On (B)(6) 2012 global product surveillance (ps) received a call from peritoneal dialysis nurse (pdrn). The pdrn did not know about the reported problem. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage is confirmed because care giver stated the patient line was full of air bubbles, which is a known cause of this type of alarm. The cause for the air in the patient line is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was air in the patient line.